Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was submitted for quality investigation. The customer complaint of separation was verified by visual inspection of the photo submitted. Evaluation of the photo submitted shows that the tubing had separated from the filter port. A device history record review for model 20028e lot number 21089057 was performed. The search showed that a total of 17,603 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, a full investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the filter separated from the bd alaris¿ smartsite¿ extension set during the infusion, causing chemotherapy to leak out. The following information was provided by the initial reporter: "faulty filter. Filter popping off in the middle of the infusion... Additional information received from customer (B)(6) 2023. Per customer "the failure in the filters resulted in multiple chemo spills, which in turn means the patient did not get their full dose of medication"".